Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. Device history record review revealed nothing relevant to this event. The cause of the event could not be determined from the information available and without device evaluation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device reported to be discarded by user.

Event description:
It was reported that during an acl and meniscus repair procedure, the surgeon was attempting to use an ar-4502, speed c" curved needle with 2 peek implants & 2-0 fiber wire. Upon insertion, the tip of the device bent and became unusable. The surgeon switched to an inside-out approach, using ar-7223sm (small meniscus repair needles) to successfully complete the case. No patient injury. Patient is a (B)(6) male.